Event description:
Physician reporting "implant rupture" confirmed by MRI and ultrasound. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Event description:
Physician reporting left side "implant rupture" confirmed by MRI and ultrasound. Device has been explanted. Device discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.